Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer miscalculated the amount of food consumed, and delivered too large of a bolus. Customer consumed glucose tablets to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.